Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is: foreign material on implant.

Event description:
Healthcare professional, through sales representative, reported "water damage issue with an implant delivery", "major water damage" and "looks like the box was soaked and some of the implants got wet". Healthcare professional, through distributor, later reported "entire shipment is deemed compromised and cannot be used". This device was not implanted.